Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being used in a male patient in the dialysis unit. During dialysis, it was noted there was a leak at the hub connection assembly. As a result, the hub connection assembly was exchanged. Upon the removal of the hub connection assembly they noticed that the rubber seal was connected with the thread. Due to this they were not able to tighten the connection. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided hemodialysis catheter with the body cut off just below the juncture hub. Leak testing was performed with the distal end of the catheter body occluded. Leakage/cross-over occurred when water was injected at approx. 10 psi. A section of the green compression sleeve was found to be protruding above the threaded compression hub and could not be tightened any further. Upon removal of the hub, it was observed that the green sleeve was not fully seated onto the threads of the juncture hub. A device history record review was performed with no relevant findings. The provided instructions include procedures for attaching the catheter body to the connector assembly. The instructions state to slide the threaded compression cap over compression sleeve towards hub connection assembly with compression sleeve seated completely inside. Then to firmly thread compression cap onto hub connection assembly with no threads visible on the connection assembly. Since the compression sleeve and cap are placed and tightened during the catheter insertion process, operational context caused or contributed to this event. No further action will be taken.